Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the implant procedure when another manufacturer's right atrial (ra) and right ventricular (rv) leads were connected to this device, pacing inhibition and high out of range pacing impedance measurements were observed. Several troubleshooting measures were taken including disconnecting and reconnecting the leads, however the measurements remained out of range. When a new device was attempted with the same leads the pacing impedances measured within normal limits. A setscrew issue was thought to contribute to the pacing inhibition and out of range impedance measurements. No adverse patient effects were reported.